Event description:
An atty reported a toxic substance entered the client's left eye during multifocal lens implant surgery and she experienced blurred vision, corneal edema, a fixed dilated pupil and iris atrophy following the procedure. It was reported the client was treated with medications and a corneal transplant. The atty reports his client has permanent damage. Partial medical records were rec'd. The toxic substance was not identified.

Manufacturer narrative:
The device was not returned for eval. The rptr did not provide a lot #. Prod history record and batch records could not be reviewed. No conclusions can be drawn. This report mailed in to FDA on: 02/15/2008. Add'l info was requested on 01/24/2008 by fax and by mail and on 01/25/2008 by phone.